Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.50x19 graftmaster referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex coronary artery. A 3.5x19mm graftmaster covered stent was advanced and deployed at 15 atmospheres (atms); however, the stent was pulled proximal. Post-dilatation at 19 atms was performed; however, the stent was not fully apposed to the vessel wall and the perforation was not sealed. A 2.8x19mm graftmaster covered stent failed to cross the lesion. Pre-dilatation with an unspecified non-compliant balloon catheter was performed. No flow of the circumflex artery was noted and the 2.8x19mm graftmaster covered stent was re-advanced and deployed at 15 atms for 24 seconds. The covered stent was post-dilated with an unspecified non-compliant balloon catheter. The perforation was not sealed. After multiple echocardiograms, it was confirmed that the perforation did not cause an effusion so no additional treatment was performed at the time. The patient has been discharged and is doing well. The graftmaster covered stents did not cause or contribute to any complications or adverse events. No additional information was provided.

Event description:
Subsequent to the previously filed report the following additional information was received: after the 2.8x19mm graftmaster covered stent failed to cross, the vessel was dilated with an unspecified 2.5x12mm balloon catheter. A 2.7x20mm non-abbott stent was deployed and there was possible extravasation of dye. The 2.8x19mm graftmaster covered stent was deployed and protamine was administered. The patient also received heparin during the procedure and in the emergency room. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: jl4, 3drc, xb 3.5; guide wire: runthrough, prowater; stent: 3.5 x28mm, 3 0x16mm, 2.75x20mm synergy. The device was not returned for analysis. It should be noted that the graftmaster rapid exchange, coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported physical resistance and subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.